Manufacturer narrative:
The needle was discarded by the user and could not be investigated. Manufacturing records could not be reviewed as the lot number were not provided. Muscles spasm is a known potential risk to the procedure and is listed in the risk documents and the IFU. This case was completed successfully with no injury to the patient.

Event description:
It was reported that during the freeze cycle the patient experienced a spasm. Case was completed with no injury to the patient.